Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Patient reported a possible right side exchange of implant. Device remains implanted. Later, healthcare professional reported right side "leaking" and reported they had stage 0 breast cancer 5 years ago. Healthcare professional reported left side exchange from textured to smooth implant due to the patients concern with the product. Later, hcp reported "bilateral intact implants, no implant rupture but small amount gel bleed bilateral. Right breast with 3 mm firm nodule anterior to capsule. After the capsule was removed a 3 mm nodule was felt in the right breast tissue adjacent to the clip.

Event description:
Patient reported a possible right side exchange of implant. Healthcare professional later reported right side "leaking" and reported they had stage 0 breast cancer 5 years ago. Healthcare professional additionally reported exchange from textured to smooth implant due to the patient's concern with the product. Healthcare professional later reported "bilateral intact implants, no implant rupture but small amount gel bleed bilateral. Right breast with 3 mm firm nodule anterior to capsule. After the capsule was removed a 3 mm nodule was felt in the right breast tissue adjacent to the clip." Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: cancer breast-ndr: unable to observe. Anxiety-product/procedure: unable to observe. Gel bleed: not observe. Lump/nodule: unable to observe. As per the investigation procedure, observed an opening assessed as an unidentified (tear) opening (shell thickness within spec) crease fold and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported a possible right side exchange of implant. Device remains implanted. Later, healthcare professional reported right side "leaking" and reported they had stage 0 breast cancer 5 years ago.